Event description:
It was reported that difficulty was encountered withdrawing the guide wire from the vessel while implanting a central venous port, the physician experienced difficulty withdrawing the guide wire from the vessel. The physician was able to remove the guide wire from the patient, however, upon examination of the guide wire following removal, the guide wire appeared to be frayed. No patient complications were reported and the patient status was reported as fine.

Manufacturer narrative:
Device evaluated by MFR. - as received, the returned complaint device consists of one unidentified hydro gw 150-035 device, returned coiled, loose in a pouch. The guide wire presents skive damage located 28.4 to 30.6 cm from the distal tip with a proximal to distal cut orientation, also present are several bends over varying severity and frequency over the distal 34 cm, including a ending overload in excess of 90 degrees in the vicinity of the skive damage. The nature of the skive damage to the polymer jacket suggests that the guide wire was withdrawn while within a needle/cannula. This is addressed in the instructions for use (IFU): "do not manipulate, advance and/or withdraw the zipwire hydrophilic guide wire through a metal cannula or a metal dilator. Manipulation, advancement and/or withdrawal through a metal entry needle or metal dilator may result in the destruction and/or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement". The IFU also indicates; "if any resistance is felt or if the tip's behavior and or location seem improper, stop manipulating the zipwire hydrophilic guide wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter or damage to the vessel". The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu". (B)(4).

Event description:
It was reported that difficulty was encountered withdrawing the guide wire from the vessel. While implanting a central venous port, the physician experienced difficulty withdrawing the guide wire from the vessel. The physician was able to remove the guide wire from the patient, however, upon examination of the guide wire following removal, the guide wire appeared to be frayed. No patient complications were reported and the patient status was reported as fine.

Manufacturer narrative:
(B)(4).